Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracic lobectomy procedure, while on interlobar creation and after the third firing, when the jaws were released, a transparent plastic piece dropped and fell into the patient's cavity but was retrieved. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted particulate matter was observed inside of a bag. The particulate matter was clear and flaky. The particulate matter did not seem to be from the device. Functional testing was performed. The reload was loaded into a pmv representative instrument for functional testing. The interlock was overridden and the reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. After reviewing the manufacturing process, there are noted inspection points to detect and eliminate foreign material. All units are run through a static clean at the end of the line. Then, an operator checks the unit packaging for any particulate matter. If any is present they evaluate it against a chart. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.